Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing r-waves or premature ventricular contractions (pvc)'s resulting in false bradycardia and pause episodes.  The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.